Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the implantation procedure. Furthermore cuttings in the insulation were found which occurred most likely during explantation procedure. Blood penetrated the lead in these areas. In summary, the lead's distal part was found bent, which resulted most likely from the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had dislodged. This ra lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.